Manufacturer narrative:
This device was used during the ide study. The approved device is product code mjo, PMA number p060018. (B)(4): fusion occurred. The device or applicable imaging studies have not been returned to the manufacturer for evaluation. We are unable to determine cause of the event.

Event description:
It was reported that approximately 75 months following surgery for cervical discectomy and implant of artificial cervical disc at c4-c5, a CT myelogram confirmed that the c4-c5 level where prior arthroplasty was completed was fused. No treatment was given.